Manufacturer narrative:
The reported complaint states the use of non company product as a viscoelastic. The returned photo shows intraocular lens (iol) in the lens case base outside of the lens case well area. The iol appears to be in a few segments and appears to be mangled. Based on our observation of the attached photo, with segments of the iol visible in the lens case base, reported complaint "iol stuck" not observed . A definitive determination of damage for the reported complaint cannot be made without the evaluation of the physical products. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer the most likely root cause is failure to follow directions for use, as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that, during an intraocular lens (iol) implant surgery, iol got stuck in the cartridge. The new lens was reopened and replaced. Additional information was requested and received stating the lens was in contact with the patient. There was no patient harm.